Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was/is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, a missing of the plug strap and one cracked opening. A leak test and microscopic analysis was performed which identified one crack opening, broken sharp of plug strap and nick other. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Broken sharp of plug strap assessed as unidentified (tear) opening. Nicks others assessed as non-penetrating nick. Missing of (plug strap) assessed as inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.